Event description:
A malfunction alarm with code malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue happened again.